Event description:
It was reported that the fiber would not fire due to the fiber glass having a chip at 110,114 joules during the prostate procedure. It was reported that the procedure was completed with a second fiber. It was reported "no injury to patient."

Manufacturer narrative:
(B)(4).